Event description:
(B)(6) was unable to report details of the incident when asked, onl reporting that the patient fell out the bed earlier in the morning. Both nurses (B)(6) were unable to provide much elaboration on the incident and were unsure if there were any witnesses. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).